Event description:
7-jun-2018: received additional information from patient (attached)-indicating three days after his implantation his implanted turned sideways ripping my patella tendon off my leg, with a piece of the bone still attached. He was revised on (B)(6) 2018.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an attune knee implant failed.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.